Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Joint pain [joint pain]. Memory loss [memory loss]. Tiredness [tiredness]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2024. The most recent information was received on (B)(6) 2024. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 447 days after essure insertion, she experienced arthralgia ("joint pain"), amnesia ("memory loss") and fatigue ("tiredness"). On (B)(6) 2019 she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the arthralgia, amnesia and fatigue had not resolved. No causality assessment was received for essure with regard to arthralgia, amnesia, fatigue or medical device removal. The reporter commented: date of onset: (B)(6) 2010 period of occurrence: for my whole life since (B)(6) 20210. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 76 kg. [Hysteroscopy] on (B)(6) 2009: hysteroscopic sterilisation according to the essure method hysteroscopy performed in liquid phase with physiological serum. Passage of the hysteroscope the uterine lining is slightly thickened there is a flaky appearance of the mucosa near the tubal ostia the tubal ostia are difficult to visualise. Catheterisation of the left fallopian tube by the essure ess 305 system as far as the black marker. Placement of the system by viewing the green marker. Placement of the gold ring 5 mm in front of the ostium. Triggering of the system allowing installation of the coil. The insertion tube is removed. On the left side, 5 turns of the coil are visible. Same process on the right side. On the right side, 5 turns of the coil are visible. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-oct-2024: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4) medical device removal [medical device removal] joint pain [joint pain] memory loss [memory loss] tiredness [tiredness] case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 22-oct-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 447 days after essure insertion, she experienced arthralgia ("joint pain memory loss tiredness"), amnesia ("memory loss") and fatigue ("tiredness"). On (B)(6) 2019 she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the arthralgia, amnesia and fatigue had not resolved. No causality assessment was received for essure with regard to arthralgia, amnesia, fatigue or medical device removal. The reporter commented: date of onset: 14-oct-2010 period of occurrence: for my whole life since (B)(6) 20210. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 76 kg. [Hysteroscopy] on (B)(6) 2009: hysteroscopic sterilisation according to the essure method hysteroscopy performed in liquid phase with physiological serum. Passage of the hysteroscope the uterine lining is slightly thickened there is a flaky appearance of the mucosa near the tubal ostia the tubal ostia are difficult to visualise. Catheterisation of the left fallopian tube by the essure ess 305 system as far as the black marker. Placement of the system by viewing the green marker. Placement of the gold ring 5 mm in front of the ostium. Triggering of the system allowing installation of the coil. The insertion tube is removed. On the left side, 5 turns of the coil are visible. Same process on the right side. On the right side, 5 turns of the coil are visible. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.